Event description:
I am a (B)(6) female who has had breast implants for the past 3 years and 9 months. I had my implants put in during (B)(6) 2015. My implants are allergan natrelle silicone smooth style 15. Not long after having implants put in did I start to notice a drastic decline in my overall health. I have experienced joint aches, brain fog / memory loss, inflammation and weight gain, blurry vision, and severe anxiety. In (B)(6) 2017, I was hospitalized due to frequent panic attacks, thoughts of suicide, and depression. I was diagnosed with gad (general anxiety disorder). The anxiety I felt along with the hospitalization has prevented me from living my life the way I intended. I began medication and I have been through three different medications now for the anxiety. Each time I experienced blurry vision, I would call my eye dr to set up an eye appointment. I visited the eye dr and paid for eye appointments out of pocket because I was going more frequently than my insurance would cover. Each time I went, my eye dr would tell me that my eyes were fine. I didn't know what was causing the issue. The brain fog and memory loss has prevented me from finishing my schooling in the manner that I intended. I attend school at a university where I live and have had to take semesters off, or decrease the amount of credits I was taking due to my lack of focus and retain new info. I have recently learned of breast implant illness, and while it is not an official diagnosis. I feel confident that it is what I was experiencing. On (B)(6) 2019 I explanted. I asked my plastic surgeon if I could have my implants back to which he agreed, so I have my implants, now out of my body. It has been 2 weeks and 4 days since my explant date and I have lost 5 pounds. My head is clear, my blurry vision is gone, and best of all my anxiety is gone. I have plans to consult with my primary care dr and discontinue my anxiety / depression medication. I feel like a brand new person and while it is a great feeling. I can't help but feel responsible to share my story, report the illness that went undiagnosed, and help in preventing women from getting implants in the future. I wish I had been told the risks and side effects of these toxic implants before I put them into my body. I put my trust into a dr and now I don't trust anything dr tells me. I nearly lost my life during my dark depression and anxiety and the fact that it has vanished since explant is not a coincidence. All breast implants should be recalled as I know that I am not alone in my experience with implants. When I explanted, I also had the entire capsule removed and sent to pathology. I have not gotten results back yet, but I can update this report when I do. FDA safety report ID# (B)(4).